Event description:
Received letter from attorney indicating property damage due to a fire and that our product was present at the scene.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.